Manufacturer narrative:
D10 concomitant products: abstack30, abstack30 abs fixation device 30 tacks (lot#:n5a1629y), abstack30, abstack30 abs fixation device 30 tacks (lot#:n4d2001y), abstack30, abstack30 abs fixation device 30 tacks (lot#:n4g1642y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic intraperitoneal onlay mesh procedure, the 4 tackers stuck in between the surgery after so much of efforts were unable to fire while fixing the composite mesh on the peritoneum. It was noted that the issue lead to pain to the patient to fire again and again on a same point. The device was for replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic intraperitoneal onlay mesh procedure, the 4 tackers stuck in between the surgery after so much of efforts were unable to fire while fixing the composite mesh on the peritoneum. It was noted that the issue lead to pain to the patient to fire again and again on a same point. The device was for replacement.